Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned battery revealed that the device passed functional testing. Visual inspection of the returned battery revealed damage to the outer sheath of the battery output cable, exposing the insulated internal wires. The internal conducting wires were not compromised, and the observed damage did not affect the functionality of the device. As a result, the reported cable damage event was confirmed. The most likely root of the reported event can be attributed to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery cable was damaged through normal wear and tear. The battery was removed from service. No patient complications have been reported as a result of this event.